Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and could not duplicate the reported condition. As a precaution the pneumatic interface printed circuit board (pcb) was replaced. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the pneumatic interface (pi) printed circuit board (pcb) that was replaced as a precaution was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The pi pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed all testing with no errors recorded in the diagnostic logs. The ventilator was placed into ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs no errors were observed. No alarms were observed while testing. The pi pcb passed the functional test. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.